Event description:
It was reported that via remote transmission, the device was found to be in back-up vvi. An asymptomatic patient was brought into the clinic for further troubleshooting. A device code download was successfully performed to restore the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.